Event description:
It was further reported that the first target lesion was located in the proximal lcx (left circumflex) and not the lmca as previously reported. Coronary angiography performed in (B)(6) 2012 revealed the two study stents located in the lcx and lad had widespread critical 80% restenosis in the proximal sections. Kissing balloon angioplasty was performed resulting in 0% residual stenosis. An additional 90% stenosed non-study stent lesion located in the lmca was also treated with balloon angioplasty resulting in 10% residual stenosis.

Event description:
It was further reported that stent restenosis occurred in the left anterior descending artery (lad). Post index procedure, in (B)(6) 2012, coronary angiography revealed 90% diffuse in-stent restenosis located in prox lad was also reported and was treated with balloon angioplasty, with 0% residual stenosis.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR#2134265-2012-02171. (B)(4) trial. It was reported post a percutaneous coronary intervention with stent implantation myocardial infarction (mi) and stent restenosis occurred. The subject presented due to stable angina (ccs classification-2) and was referred for cardiac catheterization. The target lesion was a bifurcated lesion located in the left main coronary artery (lmca). It was described as 20mm long, with a vessel diameter of 4.22 mm and 99% stenosis. The lesion was treated with pre-dilatation and deployment of a promus element stent 4.00x32mm with 0% residual stenosis. The second target lesion located in the lad was described as 10mm long, with a vessel diameter of 2.97mm. The lesion was treated with pre-dilatation and placement of a 3.00x20mm promus element stent with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. Post index procedure, in (B)(6) 2012, coronary angiography revealed 90% diffuse in-stent restenosis in lmca. It was treated with balloon angioplasty, with 10% residual stenosis. The patient was discharged two days later.